Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case on display window corner.

Event description:
The customer reported that the insulin pump had physical damage. Customer stated there were cracks near the battery area and on the side and under the button area. Troubleshooting was done. Customer's blood glucose was 110 mg/dl. The customer was advised that the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.